Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. A patient history review indicated that the surgery was delayed approximately 60 minutes in order to remove the fragments; however, the patient was not harmed or injured. A complaint history search found that this is the first complaint for the product lot number involved. The package insert included with the instrument has precautions for the instrument. One of the precautions is "do not force the reamer when resistance is encountered...excessive over torquing and/or multiple stalling of the reamer may cause shaft fracture and fragmentation to occur." It is unknown how the reamer was used leading up to the fracture. It is possible that the reamer was substantially bent during use, or was insufficiently reamed with a smaller reamer. The latter would put more torque on the reamer during use and if the reamer encountered a thick outcrop of dense bone, it could jerk the reamer to a stop, fracturing it. The product returned was confirmed to be fractured. The large diameter flex shaft was shattered in many pieces; however, the measurements that could be taken on the complaint product device are within specification per the device prints. A guide wire was fed into the reamer head and stuck inside of it. There are many scuff marks on the reamer shaft and the drive connector. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The flexible reamer had a potential field age of approximately 11 years and 1 month at the time of the incident. This device is used for treatment.

Event description:
It is reported that during surgery, a reamer fractured during reaming of the tibial intramedullary canal. The surgeon removed metal fragments from the canal before continuing on with the procedure.